Event description:
Patient positioned on disposable bed covering for gyn case. Patient's legs in stirrups for lithotomy. Dr. Approved of patient position. During case, patient "tburged" (meaning the patient went into the trendelenburg position). At end of case, patient slid on bed causing left leg to straighten in boot. Dr notified, no apparent injury sustained. A few days prior to this event, another patient slid in similar manner, no injuries noted. Cause believed to be white draw sheet. No draw sheet used today, patient still slid. Or manager notified. Decision to only use real linens in gyn cases until situation is resolved with disposable bed coverings.